Manufacturer narrative:
The meter has been confirmed to exhibit the memory overwrite malfunction. Customers and retailers have been informed through the adc fa16may2006 letter.

Event description:
A customer reported that their freestyle flash meter displayed an error 4 message. The meter was returned and testing confirmed the memory overwrite malfunction. There was no report of death, serious injury, or mistreatment.